Manufacturer narrative:
Device evaluation of battery sn (B)(6) been completed. The reported problem (battery unable to charge) has been confirmed. As received, the battery had battery/charger faults and was unable to power on a monitor. The battery pca and cells were contaminated. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged battery. Battery mfg date: 9/23/17. Charger mfg date: 3/27/15. Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (unable to recognize a battery pack) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger.

Event description:
Per addiontal information, a us distributor also reported that a patient's battery was unable to charge. A us distributor reported that a patient's battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack.